Event description:
It was reported that during dwell two of five on a homechoice (hc) machine, the patient line of an integrated automatic peritoneal dialysis set disconnected from the transfer set. The home patient (hp) stated that as soon as they noticed the disconnected line, the hp disconnected from the hc. The technical service representative (tsr) assisted the hp in removing the set from the hc. The hp was to finish therapy using new supplies. During follow up with the hp, it was reported that the hp had not properly connected the line by not tightening the connection properly. When the hp woke up to find that they were disconnected, they immediate clamped the lines and turned off the hc. Since this event, the hp has been able to perform therapy with no issues. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.